Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with investigation results.

Event description:
Complaint alleges that the oxygen supply tubing is leaking at the connection of the flow meter adapter to the main part of the tubing. There was no report of pt harm or injury.